Manufacturer narrative:
(B)(4). Batch # 233a47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc55 device was returned with no apparent damage and with a reload loaded. The reload was received fully fired and it was noted that the "doghouse" component of the cartridge was damaged. Also, the swing tab was found to be detached and missing. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. A probable cause for the damage to the doghouse component and the swing tab detached indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move. The firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob cannot be rotated from its pre-firing position unless the alignment/latching lever is engaged. The event described could not be confirmed as the device performed without any difficulties noted and the reload was received fully fired. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 233a47, and no non-conformances were identified.

Event description:
It was reported that during the small bowel resection procedure the stapler wouldn¿t fire. Another stapler was opened and used successfully. No fragments were generated. The procedure was successfully completed. There were no patient consequences.